Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned device, a conclusive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 22f sheath and the procedure was completed. Reportedly, a suture break occurred with both prostyle sutures during knot advancement. Another prostyle was used; however, a suture break also occurred during knot advancement. Cut down surgery was performed to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.